Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis event. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/fmc cassette or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for stomach pain and diagnosed with peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. Multiple attempts were made to follow up with the patient¿s pd registered nurse, however a response was not received. Upon follow-up with the patient it was reported he was hospitalized on (B)(6) 2021. The patient was not able to provide the results of his pd culture. It was reported he was treated with unspecified antibiotics while continuing pd treatments in the hospital. The patient was subsequently discharged on (B)(6) 2021. The patient stated he is recovering from the event and continues pd treatment with the same cycler without any issues. The patient was not able to provide the cause of the peritonitis. However, there were no alleged fluid leaks nor any issues with fresenius device, or product in relation to the event.